Event description:
Duduring the atrial fibrillation procedure, insertion difficulties were noted upon insertion into the right thigh, but the sheath and dilator were advanced to the superior vena cava area. When the sheath was removed with the wire and dilator still in place, the tip of the sheath was missing from the radiopaque tip marker. The wire and dilator remained in place, and after insertion of the a new sheath, the procedure continued with no consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath tip was fully intact, however; the tip of the sheath had been bent and rolled onto itself. Once the sheath tip was rolled forward, the dilator was inserted into the sheath and a gap was noted at the dilator/sheath transition, consistent with the aforementioned damage to the soft gray tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the soft gray tip damage remains unknown.